Event description:
Health care professional (hcp) reported three consecutive positive cultures for colony forming units (cfu's) on this sps 550 device outside of aami recommendations found during routine and follow up cultures. Patients have remained asymptomatic, there was no medical intervention necessary and no patient injury as a result.